Event description:
Additional information was received from the manufacturer representative (rep) that the patient had replacement with non-rechargeable ins on (B)(6) 2025. Charger no longer needed.

Manufacturer narrative:
B5;h1;h2;h3 and coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient complained about difficulty charging. They felt that the charger was too difficult to align to the ins. The representative (rep) helped the patient align and educated the patient on how to charge. The patient's anatomy made it difficult to align the charger over the ins. The issue was resolved. No symptoms were reported. Patient called back and is frustrated with charging. Patient said that it¿s taking them 3-4 hours to charge. Patient wants to talk to physician about switching to non-rechargeable implant. The caller (rep) states the patient (pt) has been having trouble charging for some time, pt gets good coupling but cannot get excellent. Pt called rep today and pt stated they charged for two hours and only got 10% increase from 50-60%. Pt says they would rather have a non-rechargeable at this point. Rep has met with pt since this issue started and charger seems to be very sensitive around 'that area' (ins area) per rep. Rep says you can feel the battery though the skin, seems superficial enough for normal charging. Rep states pt's body structure may be having some effect on coupling. Caller did not note any specific error messages inhibiting normal charging. Agent reviewed keeping a log of charge sessions and corroborating that against the tablet data. Agent reviewed that we can try another wireless recharger (wr) before moving to explant/replacement. Caller will follow up if another wr is to be tried. The rep reported that ins depth does not seem to be an issue. The rep spoke with the physician and their office is scheduling a patient appointment to review patient options, but there is no time scheduled for patient appointment. Rep called back because they are meeting with the patient today to review next steps. Caller reported some history that has been shared previously around the ins being superficial, different positions with recharging, use of yoga pants, with and without the charge belt. Caller noted patient anatomy does not allow for the wr to sit flat right over the ins. Reviewed pocket revision. Caller reported the patient seems set on a non-rechargeable ins. Caller has not noted or heard about error message or anything failing but just the patient getting good connection but then losing it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was notified that the patient would be getting a replacement non-rechargeable device on (B)(6) 2025. Additional information was received from a manufacturer representative (rep). It was reported that the patient's insurance denied prior authorization to replace the implantable neurostimulator (ins) with a non-rechargeable and therefore, would like to order replacement recharger to rule out any possible issue with recharger. Caller mentioned that ins is sitting "weird" in the pocket. Technical services (tss) ordered recharger from repair and suggested that the patient continue to keep recharging log so that information can be compared to the tablet information when patient is seen again.

Manufacturer narrative:
H3: analysis of implantable neurostimulator (ins). Model : 977119. S/n: (B)(6). Reveled: the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.